Event description:
Related manufacturing reference 3005334138-2015-00044, 3005188751-2015-00050. During a left ventricular tachycardia ablation procedure, a pericardial effusion occurred. A supreme catheter was placed in the coronary sinus and in the right ventricular apex. A tacticath quartz ablation catheter was inserted via retrograde approach into the left ventricle through a non sjm short sheath. After mapping and minutes of rf ablation, the catheter lost contact force sensing. The procedure continued using the tacticath quartz ablation catheter without contact force sensing. The patient became hypotensive post procedure and an echocardiogram revealed a pericardial effusion. No intervention was required and the patient remained stable.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known inherent risk of use of this device.